Event description:
A tandem mobi cartridge alarm was reported, which occurred during the loading process. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer was educated by technical support to always wait for a prompt in the tandem mobi mobile app before changing cartridges. After instruction, the customer successfully completed a bolus and reloaded the cartridge, allowing them to resume insulin therapy. The issue was resolved.